Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation has been initiated. Upon completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that patient has been indicated for a revision of the left knee tibial bearing due to an unknown reason. The surgeon requested custom bearings for the revision procedure; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.